Manufacturer narrative:
Qn#(B)(4). The customer returned one arterial catheter for evaluation. The catheter was returned in two pieces: the hub was separated from the catheter body. Visual examination revealed the catheter body was separated adjacent to the luer hub. The point of separation was smooth and there were no signs of undue stress being applied to the catheter. A small crack was also detected in the catheter hub. The catheter hub was then cross-sectioned to determine whether or not there was catheter body still within the hub. No catheter body was noted inside of the hub. The distal end of the hub was again cross-sectioned and contained no signs of catheter body. The length of the catheter body was measured and was found to be within specification. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "to minimize the risk of cutting catheter do not use scissors to remove dressing." The customer report of a catheter separation was confirmed by complaint investigation. The returned catheter was separated at the hub. The points of separation were smooth and uniform. When the catheter hub was cross-sectioned, no signs of catheter body were found in the hub. This indicates that the catheter body was incorrectly seated. Based on the sample received, it was determined that manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports the arterial waves were dampened and unable to draw. An order was given to remove the catheter. Upon removing the arterial line , the end closest to the tubing popped off as described by the nurse. The rest of the arterial line remained in the patient in the radial artery. Ultrasound confirmed catheter was in the artery. The patient went to surgery and a vascular surgeon removed the catheter. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the arterial waves were dampened and unable to draw. An order was given to remove the catheter. Upon removing the arterial line , the end closest to the tubing popped off as described by the nurse. The rest of the arterial line remained in the patient in the radial artery. Ultrasound confirmed catheter was in the artery. The patient went to surgery and a vascular surgeon removed the catheter. The patient's condition is reported as fine.